Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing separated from the top of the device. The following information was provided by the initial reporter: "our facility has experienced an issue with item number (B)(4). The tubing portion of the item is coming off of the top of the device with the pointed end. We have had multiple incidences of this happening with lot number (10)20125027."

Manufacturer narrative:
H.6. Investigation: a sample was received and investigated by our quality team. This sample did not match that described in the original complaint so the investigation was conducted with the pictures provided by customer. The separation described in this complaint is clearly seen in the photos and the complaint has been verified. This type of failure is usually due to a lack of solvent at the tubing to drip chamber junction during assembly. A device history record review for model 10802688 lot number 20125027 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #20125027 regarding item #10802688. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing separated from the top of the device. The following information was provided by the initial reporter: "our facility has experienced an issue with item number 10802688. The tubing portion of the item is coming off of the top of the device with the pointed end. We have had multiple incidences of this happening with lot number (10)20125027.".